Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - d10.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. It was reported that the cardiosave intra-aortic balloon pumps from emergency support program (esp member). Customer called in to request assistance with a gas loss alarm. She stated she had verified the connections were tight. Esp member had jessica perform the proper troubleshooting: check the helium tubing for blood or discoloration. Press the iab fill key for 2-3 seconds, press start, and check the helium tubing again. The pump resumed without issue. We reviewed the nature of this alarm and different clinical possibilities. There had been a recent change in the patient¿s peep setting on the ventilator. Esp member encouraged jessica to call back should the alarm go off several times in an hour with the proper troubleshooting so we could troubleshoot it together. Collected product surveillance information.

Event description:
It was reported during use that cardiosave intra-aortic balloon pump (iabp) an rn in the cicu, called in to request assistance with a gas loss alarm. She stated she had verified the connections were tight. I had jessica perform the proper troubleshooting: check the helium tubing for blood or discoloration. No harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.